Manufacturer narrative:
Initial report: phone number - (B)(6). A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, g2, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿rupture: observed crease sharp opening on radius assessed as fold flaw opening. Additional observations: ¿crease fold observed. ¿wear abrasion observed. ¿stress marks observed.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.